Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information, guided them through the pump reset process, and successfully resolved the issue as the error code did not appear again.